Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury. Device issue: guide wire separation. It was reported that while treating a lesion in the native left anterior descending (lad) artery, the bmw universal ii guide wire could not be advanced to the lesion. Upon removal of the guide wire, (detached from source) the tip of the guide wire was unraveled from the distal end to the coating jacket. The entire guide wire was removed from the patient without the need for medical intervention. The vessel was rewired with a new bmw universal ii guide wire. Angioplasty and stenting were performed successfully. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that he guide wire was returned with blood on the tip-ball and tip coils. There was contrast on the tip-ball, tip coils and center solder. There was corrosion on the tip-ball and center solder. The shaping ribbon was separated, 2.2 cm distal to the center solder. The shaping ribbon was in a corkscrew shape at the separation. The separated portion was intact to the tip-ball for a length of 8 mm. The core and shaping ribbon were no longer tact together at the center solder. The tip coils were separated and were pushed distal from the center solder for a length of 4.6 cm. The entire length of the separated portion was stretched out. There was a kink in the core, 77.5 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. Dimensional testing could not be done due to the damages noted. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned product. Analysis found the guide wire was returned with blood on the tip-ball and tip coils and contrast on the tip-ball, tip coils and center solder, which is consistent with a wire that has been used in the anatomy. There was corrosion on the tip ball and center solder which is related to conditions of transit and not part of the original product experience. Analysis confirmed the separation as the shaping ribbon was separated, 2.2 cm distal to the center solder. The shaping ribbon was in a corkscrew shape at the separation and intact to the tip-ball for a length of 8 mm. The core and shaping ribbon were no longer tact together at the center solder. The tip coils were separated and were pushed distal from the center solder for a length of 4.6 cm. The entire length of the separated portion was stretched out. There was a kink in the core, 77.5 cm distal to the proximal end of the guide wire. Dimensional testing could not be done due to the damages noted. Sem analysis of the returned guide wire suggests that the ribbon and tip fractures may be attributed to torsional overload. As there was no damage noted during preparation of the guide wire, all the damage on the wire is likely the result of conditions related to the procedure. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another product and excess torque applied. It is possible that vessel tortuosity and/or calcification in the lesion caused the reported failure to advance/difficulty to wire in the case description. The guide wire may have been excessively torqued to access the lesion, or the tip stuck in the lesion and torqued. Torquing would cause the shaping ribbon to corkscrew and separate, and the tip coils to fracture and separate. The tip could be damaged further when removing the guide wire, pushing and stretching the coils like that found in the analysis. The damage to the core found in the analysis could be the result of pushing against resistance during use, or from handling, packaging and/or shipping of the guide wire back to abbott vascular. The lot history record was reviewed and indicated that this lot met all manufacturing requirements. Additionally, there were no other incidents reported with this part and lot combination. Based on the reported difficult lesion and analysis of the returned guide wire, the cause for the reported experience is most likely related to case circumstances. Review of the lot history record and query for similar incidents found no indication of a product deficiency. This MDR is considered closed by the product performance group.